Event description:
The customer reported the strip button is not working. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the issue was verified. The bezel assembly was found to be defective. Replacing the bezel assembly resolved the reported issue. The device passed testing and was returned to the customer.